Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, noise reversion episodes were noted on the right ventricular (rv) lead. It was programmed previously to address the issue. The patient presented for device changeout, the lead was capped and replaced on (B)(6) 2020. The patient did not experience any adverse consequences.